Manufacturer narrative:
Pump received with severely scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's screen was scratched. Blood glucose level was 251 mg/dl at the time of the call. No further information was provided.